Manufacturer narrative:
The customer reported problem was confirmed.the device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they reflash software to fix watchdog alarm issue. Replaced damaged rear case, corroded left/right iui, and faulty power supply board. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the software application. Device history review a review of the device history record for sn (B)(4) was performed from date of manufacture 05/03/2013 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device

Event description:
It was reported that the device alarms for no apparent reason. There was no patient involvement.